Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the stimulation had been turned off so an MRI could be done. The patient reported the inability to urinate was somewhat resolved after stimulation was turned back on. Their physician's office set up a meeting with the rep who help set each program with a setting that was tolerable, they then showed the family how to increase each program until it resulted in the patient being able to urinate.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported they went to adjust the patient's stimulation, but they were unable because it was displaying the replace patient programmer batteries screen. Caller did not have new batteries to try at the time of the call. Caller said they were going to adjust the stimulation because the patient began having an issue with their therapy a couple of days prior. The caller clarified the patient could not urinate. The caller reported the patient was in the hospital for an unrelated issue and when they went back to the nursing home after the hospital stay they began having therapy issues. Additional information was received. The patient's husband called back, they had replaced the patient programmer batteries. They were able to switch programs, however when they tried to increase they were unable to. It was determined stimulation was off. Caller was able to turn stimulation on and increase the setting. Therapy and programming information was reviewed. No further complications were reported or anticipated.